Manufacturer narrative:
A ventec clinical specialist provided the reporter, a respiratory therapist (rt), with clinical and technical assistance. Through conversations with the rt, ventec determined that the likely cause of the reported issue was user error. Ventec recommended additional training for respiratory therapists using the vocsn device. The device was not returned to ventec for evaluation.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. The reporter advised that the patient was intubated and stable, but that they had issues with the fio2 reaching set fio2. The device was connected to the wall o2 and the facility was using an external analyzer in line to ensure parameters were met. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.